Manufacturer narrative:
D10: 350-32-04 - tibial plate mb sz 4 rt, 350-42-24 - tibial insert mb sz 4 rt 8mm, 350-02-04e - talus -right- sz 4 - EU . The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 1 month and 12 days post the initial right total ankle arthroplasty, a screw osteosynthesis medial malleolus and varising subtalar arthrodesis with allograft bone augmentation was performed. The outcome is considered resolved.